Event description:
It was reported that the patient was experiencing inadequate stimulation as the ipg was non-functional. The patient had a difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.